Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: surgeon said he had used egia60mt reload, and had clamped down on gastric tissue. He claims he did not touch the buttons at all, but the adapter started rotating on its own. He had not fired yet, so he opened the reload, removed it from tissue, then removed the reload, and replaced it with another one. He said the same thing happened again, so he opened a new idrive ultra handle and adapter. He said the second handle/adapter worked without incident. I am having to send both handles and adapters back, because the staff got them mixed up. We have no idea which one he experienced this issue with. Another manufacture reinforcement material used?: yes if yes, what brand of reinforcement material: seamguard there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reported damage to tissue. Two idrive handles and adapters will be returned. Reloads were used on the working idrive, and were discarded. Patient status is unknown, but there was no reported injury or damage from this incident.

Manufacturer narrative:
(B)(4).